Manufacturer narrative:
Investigation not complete. The suspect device was returned for evaluation; however, the investigation is not yet complete. A follow-up report will be filed as soon as it is.

Event description:
The sidearm tubing of an introducer sheath detached after a series of angiograms during a native vein fistula declotting procedure. The pt experienced minimal bleeding with no harm or injury reported. The introducer sheath was replaced with no complication.